Manufacturer narrative:
The insulin pump was received with all operating currents within speculation and it passed functional testing including the rewind, basic occlusion, occlusion, prime excessive no delivery, and displacement tests. No excessive no delivery alarms were noted. The unit was also received with minor scratches on the lcd window. (B)(4).

Event description:
The customer reported via phone call that her insulin pump has been alarming with no delivery. Her blood glucose at the time of incident is unknown. Troubleshooting was initiated for the no delivery issues and she was able to successfully perform the prime and rewind. The customer was advised that the pump was working as designed, but she disagreed and insisted upon a replacement. The weekend that the replacement pump was to be sent to the customer she ended up in the ER for a blood glucose level exceeding 600 mg/dl. The customer was treated and released from the hospital the next day; her replacement pump arrived by the time she got home. The suspect pump has since been returned for analyzed.